Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Concomitant devices 6028526 02-010-01-0240 - logic femoral ps cem left sz 4 5944988 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 5893791 200-02-35 - three peg patella 35mm 6018787 201-78-15 - holding pin mini sharp point 4 pk 6056666 201-78-81 - 3"" trocar, mod. Hex 2pk 4805638 204-34-04 - fluted stem extension 40l x 14 mm 4866215 204-70-00 - tibial stem ext. Screw the product associated with the reported event is within the scope of recall (B)(4). However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 32 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort, weakness, negatively impacted mobility and quality of life; revision surgery with resultant period of pain following surgery, recuperation, rehabilitation, and physical therapy; limited ability to perform physical activities such as walking and standing. No further issues or complications were reported. No additional information is available.